Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported when the dialysis procedure started they found the hub connection was damaged. As a result, a new hub replacement set was used. There was a delay in treatment with no harm to the pt, no pt death, and no complications reported.